Event description:
It was reported that a patient had surgery, and a pca pump was ordered for post-surgical pain management. It was set up at 0200 in post anesthesia care unit (pacu). The pacu nurse gave report to cvicu (cardiovascular intensive unit) nurse, and stated that patient was oriented, but sleepy, and needed reminders to use the pca pump. Upon arrival to unit (cvicu), the patient was reminded to push the pca button for pain. The patient was reportedly very lethargic and sleepy post-surgery, and had no indication of pain. The clinician's critical care pain observation tool (cpot) assessment score was 0 as the patient was sleeping. At 0600, the patient was more awake and was found to be hypertensive. The clinician assessed the volume infused on the pump and it said 0. The patient was reminded to use pca dose request button. At this time, patient reportedly attempted to push button and it was seen that the pump was not working. After troubleshooting with 3 other nurses, the clinicians realized the pump was not working correctly, so new pump was ordered. Distribution ended up having to send up a total of four (4) pca pumps before they identified one that worked correctly. Per report, the patient pressed the button, and the pump did not deliver dose. The rn stated that "2 of the (pca) pumps had issues with the button. The patient would push the button, but no medication was ever delivered. We couldn't unplug the cord from the pump, so we weren't able to see if it was just the button that was the problem, or the whole pump. We just had to swap out the whole thing. The other pump would let us program the dosage, but after closing the door (and locking it), the pump would just alarm saying the door was still open and unlocked." There was no patient harm.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a patient had surgery, and a pca pump was ordered for post-surgical pain management. It was set up at 0200 in post anesthesia care unit (pacu). The pacu nurse gave report to cvicu (cardiovascular intensive unit) nurse, and stated that patient was oriented, but sleepy, and needed reminders to use the pca pump. Upon arrival to unit (cvicu), the patient was reminded to push the pca button for pain. The patient was reportedly very lethargic and sleepy post-surgery, and had no indication of pain. The clinician's critical care pain observation tool (cpot) assessment score was 0 as the patient was sleeping. At 0600, the patient was more awake and was found to be hypertensive. The clinician assessed the volume infused on the pump and it said 0. The patient was reminded to use pca dose request button. At this time, patient reportedly attempted to push button and it was seen that the pump was not working. After troubleshooting with 3 other nurses, the clinicians realized the pump was not working correctly, so new pump was ordered. Distribution ended up having to send up a total of four (4) pca pumps before they identified one that worked correctly. Per report, the patient pressed the button, and the pump did not deliver dose. The rn stated that "2 of the (pca) pumps had issues with the button. The patient would push the button, but no medication was ever delivered. We couldn't unplug the cord from the pump, so we weren't able to see if it was just the button that was the problem, or the whole pump. We just had to swap out the whole thing. The other pump would let us program the dosage, but after closing the door (and locking it), the pump would just alarm saying the door was still open and unlocked." There was no patient harm.